Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the torque test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on mechanical components from use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the proximal humerus surgery, it was discovered that the torque limiting attachment device started grinding and was not fully inserting the 3.5mm locking screws in the proximal locking holes in a 3.5mm periarticular proximal humerus plate. There were no delays to the scheduled surgical procedure. According to the reporter, the doctor just used the t15 screw driver to lock the screws in the plate. There was no negative impact to the patient. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.